Event description:
It was reported that the 9600 system would intermittently locked up at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was found to be working as intended and put back into service.